Event description:
Device 1 of 2. Reference MFR. Report #1627487-2014-20273. It was reported the patient experienced pain due to ipg being superficial. It was also reported the patient experienced ineffective and unintended stimulation. X-rays determined the leads had migrated. Also, the patient has gained significant weight. Surgical intervention will be taken at a later date to address the issue. The patient has 2 leads with a same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.